Event description:
It was reported that the stent dislodged. A 2.50 x 16mm synergy shield was selected for use. The package was opened and the stent fell from the catheter. Another synergy shield was used to complete the procedure. The patient was stable. It was further reported that the stent dislodged inside the patient. The device was removed via the normal method; the physician pulled it with no problems.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product batch/lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the stent dislodged. A 2.50 x 16mm synergy shield was selected for use. The package was opened and the stent fell from the catheter. Another synergy shield was used to complete the procedure. The patient was stable.

Manufacturer narrative:
Device evaluation by manufacturer: the device was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. Examination of the outer and inner lumen and mid-shaft section found a break at the guidewire exchange port. The polymer extrusion was stretched at the guidewire exchange port.

Event description:
It was reported that the stent dislodged. A 2.50 x 16mm synergy shield was selected for use. The package was opened and the stent fell from the catheter. Another synergy shield was used to complete the procedure. The patient was stable. It was further reported that the stent dislodged inside the patient. The device was removed via the normal method, the physician pulled it with no problems.